Manufacturer narrative:
Correction in catalog # from incorrect 02k41-20 to correct 02k41-28. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, specificity testing, and a review of labeling. The customer observed discrepant and imprecise patient results, while using architect stat troponin-I, list 2k41-28, lot 26913un12. Review of ticket trending data did not identify atypical complaint activity related to the complaint issue. However, there was complaint activity identified for lot 26913un12 related to discrepant and imprecise patient results. Accuracy testing was completed using retained kits of reagent lot 26913un12 and acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that lot 26913un12 performs per specifications. Although the customer indicated the issue was observed on two kits, it was noted that the customer was only centrifuging 10 minutes at 2000 g. Per the architect stat troponin-I package insert the sample should be centrifuged a minimum of 10 minutes at 2500 g, therefore no malfunction has occurred. No additional issues were identified; no further action is required at this time.

Event description:
The customer states that the architect analyzer is not generating reproducible troponin results around their diagnostic cut-off (0.032ng/ml). The results provided for patient sample ((B)(6)) initial and repeat are: 0.024/0.044/0.039ng/ml the customer states that the sample was without lipemia, hemolysis, and jaundice. There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.